Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported during preuse checkout the unit lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the equipment was checked and found to function within manufacturing specifications. Logs were reviewed and there was no indication of equipment malfunction. Reported complaint could not be duplicated. The initial MDR was not reportable as no failure wad found.